Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was damaged. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue did not involve complete loss of cautery, or intermittent/ low energy delivery. The issue did not involve a problem with the instrument moving in the opposite direction/ non-intuitive motion. It was found a damage in the inner surface of the scissor. The issue involve limited or imprecise motion (e.g. Tips not opening, tips not closing, instrument not moving/ remains static). It was not approximating. The issue involve any sign of sparking, arcing or thermal damaged observed. The issue involve any physical damage at the distal end. It was found to be not safe to perform cutting. There was no damage visible on the conductor wire (black cable). The instrument is available for return to isi for evaluation.